Event description:
It was reported that prior to the photoselective vaporization of the prostate procedure, after the fiber packaging and connector were opened it was observed there was a break in the middle of the fiber. The fiber was replaced, and the procedure was completed using the second fiber without any patient complications.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported fiber break could bot be established as the product was not available for analysis. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that prior to the photoselective vaporization of the prostate procedure, after the fiber packaging and connector were opened it was observed there was a break in the middle of the fiber. The fiber was replaced, and the procedure was completed using the second fiber without any patient complications.